Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient non compliance the right atrial (ra) lead was explanted and replaced approximately one month post implant. No patient complications have been reported as a result of this event.